Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac vein using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning became clogged. Therefore, the physician removed the lightning. After using a 60 cc syringe to slowly flush the tubing, the indicator light turned red. The light remained red after troubleshooting which included flushing and unplugging the usb. Therefore, the lightning was no longer used in the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.